Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, a review of trending data, testing using an in-house retained kit, a review of product quality history, and a review of product labeling. The ticket searches determined normal complaint activity for the likely cause lot. The complaint trending report review determined that there are no adverse trends for the product for the complaint issue. Testing was performed using an in-house retain kit of lot 95015ui00 and all specifications were met, indicating the lot is preforming acceptably. A review of the product quality history for the lot number using search of system did not identify issues associated with the customers observation. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
All available patient information has been included. No additional patient information is available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false decreased tsh result when processing on the architect i1000sr. The initial result was 0.27 uiu/ml and retest result was 2.72 uiu/ml. The customer uses the package insert expected range of 0.35-4.94 uiu/ml. No impact to patient management was reported.